Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection observed the collar was separated and the polytetrafluoroethylene was sticking out from the distal end of the separation. There was a flat spot to the distal shaft at 6.9cm from the tip. There were kinks to the hypotube at 38.6cm and 60.5cm from the handle. The tip was damaged that it was no longer circular. Microscopic inspection observed no additional damages. There was blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18-jul-2019. It was reported that the guidezilla had difficulty crossing the lesion. The target lesion was located in the left anterior descending artery. A guidezilla 145, 5-in-6 guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was curved and could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis noted a collar separation.